Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays, partial displays or missing segments, or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call experiencing multiple insulin pump malfunctions. The customer's blood glucose at the time of the incident was 321 mg/dl. The customer reported an unknown pump error, failed battery alert, flashing display, blank display, and that the copper piece was missing. The unknown error was cleared while running a self test on the insulin pump and was cleared before the customer could confirm which error it was. It is unknown if troubleshooting was completed for the missing piece of copper, failed battery alert and the blank display. The flashing display was resolved when the pump was turned on after being in sleep mode. The customer was advised to disconnect from the insulin pump and to revert to the backup plan. The insulin pump is expected to be returned for analysis.